Event description:
It was reported that at the end of redo pulmonary vein isolation (pvi) with 6 ablation cycles and a total ablation of 1415seconds, the physician noticed charring at the tip of the catheter. Duration of the six ablation cycles was 355sec, 183sec, 47sec, 368sec, 295 sec, and 167 sec. The impedance range was from 119 ohm to 127 ohm. The power range was from 31 -39 and the temperature was from 28 -32. Act was 260. They did only one act cause the procedure was very short. The force range was between 10-40g. The ablation setting was time 900 seconds, powers was 30 w and in the power mode. The maximum impedance cut off was 250 ohms. The temperature cut off was 38°c. The irrigation settings were high flow from 8 to 15 ml, and low flow was 2ml. The procedure was completed with no issues. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4) it was reported that there was charring at the tip of the catheter. The returned device was visually inspected upon receipt and char and reddish material was found around the tip dome. Per the event, an irrigation test was performed and catheter failed since the irrigation tubing was found damaged inside the handle. In addition, catheter was tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed the electrical test due the tip dome was already cut off during the initial investigation performed by (B)(4), where the distal tip electrode irrigated shell was carefully removed in order to expose the internal irrigation surfaces. Material was observed on the internal distal face of the tip shell as well as partially along the cylindrical wall. Material was investigated by an ft-ir method in order to get the type of material adhered to the internal surfaces. The results of the ftir analysis indicated spectra consistent with protein and sodium chloride, as well as a saturated fatty ester. However, it remains unknown the origin of those materials and how it may contribute to the charring reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on irrigation but the root cause of the char remains unknown.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. (B)(4).